Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately on (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of ¿302 mg/dl¿ compared to ¿124 mg/dl¿ on a onetouch ultramini meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (no adjustments). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that around 30 minutes later, he developed symptoms of ¿sweating and dizziness¿ which he self-treated by drinking juice at 12:05pm on march 4, 2018. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the cca also noted that the patient¿s test strips had been stored out-within the recommended temperature range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and dizziness, after obtaining an alleged inaccurately high blood glucose result on the subject meter.